Event description:
It was reported that customer experienced repeated power source alerts on pump and later stated that a 7t power source alert occurred, with no blood glucose values provided. There was no reported impact to the customer¿s blood glucose level. Distributor and technical support reviewed pump history, confirmed that pump powered on and charged to 100 percent with no events recorded on the reported date but multiple 7t alerts noted on an earlier date, arranged for pump to be returned for evaluation, and provided replacement pump to customer.